Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: bent. On (B)(6) 2022 - spoke with customer - first complaint was access tip was bent customer explained they attempted to straighten the access tip then proceeded to use it.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001417357 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: bent. 27-jan-2022 - spoke with customer -first complaint was access tip was bent customer explained they attempted to straighten the access tip then proceeded to use it.